Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, that the insulin pump was not delivering insulin. The customer¿s blood glucose level was unknown at the time of the incident. Customer noted they were alerted the insulin flow was blocked several times. Customer stated sometimes the bolus will enter fine, but other times he may still get the alarm after performing a set change. Customer noted he uses the figure 8 method to change his sites, and that his serters tubing is not bent. The customer was advised a replacement infusion set will be sent out. The infusion set will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacture mode. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Unit was received with the insulin flow blocked alarm functioning properly. Unit was received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.